Manufacturer narrative:
The t:slim g4 user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 319 (mg/dl). Reportedly, customer believes lifestyle changes may have contributed to elevated bg level. A correction bolus was administered to address bg levels. During troubleshooting with tandem technical support, two incomplete bolus alerts were noted in the pump history. Customer acknowledged receiving the incomplete bolus alerts but did not manually complete the bolus. Recommendation was made to consult with health care provider to discuss diabetes management.